Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of material was unable to be identified. Additionally, no physical damage of the device was confirmed at where the foreign material remained. A root cause could not be determined; however, the reported event is likely due to insufficient reprocessing. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During device evaluation, it was noted the air/water channel, the air/water cylinder, and the auxiliary channel of the colonoscope had white residue. There was no patient involvement.